Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range impedance measurements on the left ventricular (lv) lead. No adverse patient effects were reported. No surgical intervention was performed and the lead remains in service.